Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va04z6j, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0jvs2, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect that had occurred on the date of this report and on the day prior to the date of this report. The patient¿s left hand was shaky and that was why the patient had tried using the patient programmer on the day prior to the date of this report. The patient was able to successfully increase therapy. There was a problem with the patient programmer. It was noted that double checking the battery orientation had resolved the issue and the patient programmer was functioning as designed. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.